Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification up to the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups one of ten minutes duration were recorded between the (B)(6) 2015 and the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The multiple manual power ups recorded may indicate the device was switching itself on automatically and the user was intervening to switch the device off. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in of this report.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.